Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in japan. (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the foreign substance which looks like a clear fiber came off from the hand piece when the nurse picked up the hand piece from the sterile tray. Therefore, the nurse prepared a back up product for the surgery. No serious injury but there was a delay of 0-15 minutes to prepare backup device. Diligence is complete as no additional information was noted.